Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, the fiberwire® #2 braided polyblend suture, blue, w/ tapered needle returned did not have any issues with the sutures and/or needle attached. The braid component and needle pull test passed the requirements per the certification received from the supplier and arthrex records. However, the broken sutures/needles were not returned, nor was a photograph provided for a proper investigation. No issues were found with the packaging materials. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force during suture passing, tightening, or tensioning, as well as incorrect bone preparation or contact with sharp instruments during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a cruciate ligament surgery the sutures are torn off close to the implant, this happened with 6 devices and the sutures tore at the same place. All device fragments were removed from the patient. The surgeon had to switch to open surgery to finish the cruciate ligament surgery. The surgery took more than 3 hours due to the device failures. It was not necessary to do a second surgery.